Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
There was no reported pt impact associated with this complaint. The pt said it took multiple button presses for the pump to respond to arrow button presses, especially the "up" arrow button. The pt said the issue is getting worse over time. The pt denies exposing the pump to water and denies signs of keypad damage.